Event description:
It was reported that the pump reset unexpectedly. Customer performed pump reset on their own and resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.